Event description:
Litigation papers allege: patient experienced severe and constant pain and suffering, popping, falling due to hip failure, lack of mobility, excessive levels of chromium and cobalt, burning, numbness and tingling. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient experienced severe and constant pain and suffering, popping, falling due to hip failure, lack of mobility, excessive levels of chromium and cobalt, burning, numbness and tingling. Patient has not yet scheduled a revision surgery. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening. Report stated that cup was stable but had little ingrowth.